Event description:
Initial result for a pt glucose was 899 mg/dl. When repeated, the result was 118 mg/dl. The incorrect result was not used to guide therapy. The field service rep found the vacuum tube was occluded and repaired the instrument by replacing the tube.